Manufacturer narrative:
Additional information was received that the patient had an inadequate stimulation due to 8 contacts were not working. No ipg malfunction was suspected. Additional suspect medical device component involved in the event: model#: sc-1132 serial #: (B)(4) description: precision spectra implantable pulse generator.

Event description:
A report was received that the patient had high impedances. It was noted that the lead was fractured. The patient underwent a revision procedure wherein the ipg was replaced and the lead was removed. Device malfunction was suspected. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
(B)(4). The explanted devices were not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had high impedances. It was noted that the lead was fractured. The patient underwent a revision procedure wherein the ipg was replaced and the lead was removed. Device malfunction was suspected. The patient was reportedly doing well postoperatively.